Event description:
It was reported that the patient underwent a posterior lumbar fusion at l3-5. It was reported that the rods were found broken approximately 1 month post-op. The patient underwent a revision surgery approximately 2 months post-op. No patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog #1475001080, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.